Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 because, the meter allegedly does not power on. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. Also, the subject meter was returned on (B)(4) 2012 but investigation is pending. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.